Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: broken exeter stem.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the exeter stem. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: broken exeter stem. Update - patient felt pain and the hip had given way. On xray was clear the prosthesis had fractured and revison surgery scheduled. Exeter stem had broken at the neck.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via evaluation of the returned device. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. This abrasion is indicative of cyclic stress-strain ultimately leading to fatigue fracture of the stem. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the exeter stem. Visual inspection of the returned device indicated that plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. This abrasion is indicative of cyclic stress-strain ultimately leading to fatigue fracture of the stem. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: broken exeter stem. Update - patient felt pain and the hip had given way. On xray was clear the prosthesis had fractured and revison surgery scheduled. Exeter stem had broken at the neck.